Event description:
There was an allegation of questionable elecsys probnp ii results for 2 patient samples on a cobas e 411 analyzer (disk system). On (B)(6) 2026, for sample 1, the initial result was 502.9 pg/ml. The doctor questioned the result which prompted the customer to repeat the sample. The next day, the sample was repeated and the result was 5175 pg/ml. The sample was also repeated on another analyzer and the result was 5203 pg/ml. The repeat results was deemed correct. For sample 2, the initial result was <36 pg/ml with flag. The repeat result was 2191 pg/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) checked the sample and reagent probes, replaced pinch tubing, performed liquid flow cleaning, and performed a pooled sample precision test successfully. The investigation is ongoing.